Event description:
It was reported that (1) device was used during a right hemicolectomy. It was reported by the affiliate that the tlc75 instrument fired normally. Postoperatively, the anastomosis leaked and the pt is in intesive care. The hosp discarded the device.